Event description:
It was reported that during implant surgery on (B)(6) 2021, ipg was implanted and placed into surgery mode. After the physician closed the patient, the ipg would not communicate with external device. Troubleshooting was done and manufacturer's representative was able to recover the ipg using clinician programmer. Ipg is providing therapy.

Manufacturer narrative:
Correction: section a: patient¿s date of birth should have been (B)(6) 1942 rather than (B)(6) 1972. An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.